Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date reported to abbott diabetes care by the customer as 'about a week ago'. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer had contact with a health-care provider (hcp) who administered a glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer had contact with a health-care provider (hcp) who administered a glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.